Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation, the monitor was fully functional. However, review of the downloaded data shows evidence of a pulse reset. The monitor had reset after delivering a pulse during a pulse test at the distributor. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.